Manufacturer narrative:
(B)(4). UDI - (B)(4). Concomitant medical products: therapy date: unknown42500606402 - femur cemented posterior stabilized (ps) standard right size 8 ¿ 62232557, 42522400714 - articular surface fixed bearing posterior stabilized (ps) right 14 mm height ¿ 62386581, 42540200035 - all-poly patella cemented 35 mm diameter - 62916593. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified no intra-operative complication during the initial surgery. The office visits notes from 23 mar 2015 indicate the patient experienced swelling. The office visits notes from 02 aug 2018, the noted swelling, reduced flexion, moderate effusion noted with redness or warmth, and no significant laxity. X-ray review noted early loosening of the tibial implant. A large osteophyte off the proximal portion of his patella that has overgrown the proximal extent of the patellar component. Pain perceived only with flexion. Based on this information from medical records, we can confirm the reported event. Per package insert, persona the personalized knee system: pain, swelling, loosening, poor range of motion are known adverse effects of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00259, 0001822565 - 2019 - 03938, 0002648920 - 2019 - 00672.

Event description:
It was reported that the patient underwent initial knee arthroplasty. Subsequently, the patient reported swelling and decreased flexion. No revision or further treatment has occurred at this time.